Manufacturer narrative:
Device was used for treatment, not diagnosis implant date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in india as follows: in 2006 a patient with a distal femoral fracture was treated with an intramedullary nail. The nail broke post operatively on an unknown date. In 2009 the intramedullary nail was removed and replaced with two locking compression plates. The patient also underwent reosteosynthesis as well as bone grafting. This is 1 of 1 report for this event.